Event description:
Boston scientific received info that this pt is experiencing poor sensing and high thresholds because this right atrial lead has become dislodged. The right atrial lead was explanted and replaced. No adverse pt effects were reported.